Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action. Based on the information received and without the return of either the product or performance data, or completion of analysis, it could not be determined if this device performed as described in the field action. Products: (B)(4) lead implanted: (B)(6) 2004. (B)(4).

Event description:
It was reported that the patient was admitted to the hospital for symptomatic bradycardia. The device was noted to be at eri (elective replacement indicator). The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: analysis of the device revealed normal battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.